Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was detected on both the right atrial (ra) lead and right ventricular (rv) lead. The physician elected to turn off detections and reprogram leads the ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.